Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure names and dates please provide lot number for both alleged products did the needle tips fall into the patient? If yes, were they retrieved during the same procedure? What tissue was being sutured when the event (needle tip breakage) occurred? What is the most current patient health status and condition?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2021 and suture was used. During the procedure, the tips of the needles are breaking off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: no other information is available at this time. We have made multiple requests for information from two contacts at the account and have not received a response. Device history lot: a manufacturing record evaluation was performed for the finished device qhmmce batch number, and no non-conformances related to the reported complaint condition were identified.